Event description:
The only information available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. The initial surgery was performed without complications. At some unk time, following the implant surgery, the pt complained of vaginal pressure and pain, vaginal bleeding, and dyspareunia. On (B)(6) 2011, the pt had corrective surgery to address these complications. However, the surgery did not address the problems. The pt continued to experience abdominal and pelvic pain, as well as recurrence of her original symptoms.

Manufacturer narrative:
Product information including lot number were not available, therefore, no device history record could be reviewed. No additional information has been made available. This is a legal case.